Manufacturer narrative:
Initial reporter occupation: unknown. Investigation evaluation: there were two (2) devices returned for evaluation. It is unknown which of the devices is the complaint device. Both devices were evaluated. Device #1 had a kink approximately 6.2 cm from the distal end, and the tip of the wire guide was also bent from approximately 1.7cm to the tip of the wire guide. At approximately 14.0cm to 15.1cm from the distal end there is a section of exposed core wire. A section of the coating approximately 1.1cm long is frayed and hanging from the wire guide, but the coating is still attached at approximately 14.0cm from the distal end. No sections of coating appear to be missing. Although the event description mentions a prior to use device, this device showed evidence of use. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. Device #2 had exposed core wire from approximately 27.3cm to 28.6cm from the distal end. Two sections of the coating approximately 1.3 cm long are frayed and hanging from the wire guide, but the coating is still attached at approximately 28.6 cm from the distal end. This device was consistent with the prior to use device description. No sections of coating appear to be missing. A lab meeting was held with production personnel from wire guides. Production management confirmed device #2 was nonconforming due to coating damage caused during the manufacturing process. The device history records for the lot number and sub assemblies said to be involved were reviewed. The device history records contain non-conformances that could potentially be related to wire guide damage near the distal end. The device goes through various inspections prior to leaving the facility. These inspections would have removed any nonconforming devices prior to distribution. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: device #2: the coating at the distal end was damaged which was due to the manufacturing process. This occurred due to operator error. Production management and the department team leads were notified of this occurrence. Additionally, a notification of operator related complaint form was provided to production management to make them aware of an operator related complaint. Device #1: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Prior to distribution, all cook acrobat¿ calibrated tip wire guides are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
Initial reporter occupation: unknown. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. The device history record contains nonconformances that could potentially be related to wire guide damage near the distal end. The device goes through various inspections prior to leaving the facility. These inspections would have removed any nonconforming devices prior to distribution. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all cook acrobat¿ calibrated tip wire guides are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
Prior to an endoscopic retrograde cholangiopancreatography (ercp) procedure, the physician prepared a cook acrobat¿ calibrated tip wire guide. The physician detected that the wire guide coating peeled off before use. This occurred prior to patient contact; there was no impact to the patient.